Event description:
Dealer called stating unit was involved in a car accident.

Manufacturer narrative:
Not a pride issue as user was hit by a car.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Dealer called stating unit was involved in a car accident.